Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer the bladder in a progressa bed surface was twisting and causing a dip, and a patient injury occurred. Forty two days prior to this report, the patient developed a deep tissue pressure injury (dtpi) to the left sacrum/buttock. On an unknown date, the patient was admitted to the hospital for an unspecified diagnosis and placed on a progressa bed. After an unspecified amount of time, the dtpi "worsened". The patient underwent a debridement of the wound. At the time of this report, the wound was considered a stage 4 dtpi. No further information was available at the time of this report.